Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she removed the sensor and noticed that the needle detached and stayed inside her skin. The customer was advised to seek medical attention right away. Nothing further was reported.